Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 460 mg/dl. Customer also reported that the insulin pump had time clock anomaly. Customer stated the loss was not greater than 1 minute per week. Customer stated loss was greater then 4 minutes per month. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No time/clock anomaly or pump error alarms noted during testing. (B)(4).